Event description:
The reporter states that the customer obtained the blood glucose comparison of 213 mg/dl and 105mg/dl on the accu-chek aviva sys. The results were obtained within a 10 minute timeframe. No reported actions taken. No adverse event reported. New sys sent to customer and return requested.